Event description:
As reported, the most distal end of the introducer of a 5f avanti + sheath broke off at the hub while attempting to insert into the patient. There was no reported patient injury and did not cause any retained material. It is unknown if the device will be returned for evaluation.

Manufacturer narrative:
This report is related to report # mw5155756. No contact information was received with the medwatch to obtain any additional information. As reported, the most distal end of the introducer of a 5f avanti + sheath broke off at the hub while attempting to insert into the patient. There was no reported patient injury and did not cause any retained material. The device was not returned for evaluation. Without the return of the device or images for analysis, the reported customer event ¿hemostasis valve/hub- separated¿ could not be confirmed. Shipping/handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿insert the vessel dilator through the csi¿s hemostasis valve, snapping it into place at the hub. Flush with heparinized saline or suitable isotonic solution. Thread the csi/dilator assembly over the guidewire, grasping the sheath close to the skin to prevent buckling. Using a rotating motion, advance the assembly through the tissue and into the vessel.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.